Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. External insulation abrasion was noted at 14.7-14.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 42.0-42.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.